Event description:
Customer's mother reported, she was not able to hear audible tones. Customer's mother stated she set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Pump was received with no audio tone/beep due to broken transducer wire.